Event description:
It was reported that the nurse set up a 100cc bag, and 3 1/2 hours after the infusion was started, the pt was found with reduced respiration. The nurse thought the volume in the bag appeared to be about 1/3 full and that it should have been 2/3 full.

Manufacturer narrative:
MFR's report date 11/5/96. Section f2, f11, g4 g7, h2 updated by MFR.